Event description:
It was reported that the screw driver was broken at l3 during the removal procedure. The procedure was completed with another instrument. No pt injury was reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic exam confirmed the breakage. It appears that a torsion force was greater than the driver geometry could handle was applied to the driver. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.